Manufacturer narrative:
B1: originally, it could not be confirmed if the patient had a re-intervention. It has been confirmed the patient re-intervention took place on (B)(6) 2019. Therefore the field b1 has been corrected.

Event description:
A physician reported to gore that a patient underwent a transscleral iol (intraocular lens) fixation using gore-tex® suture. It was reported that the tissue of the eye eroded and the patient required an additional procedure.

Manufacturer narrative:
B5: event description corrected. H6: patient and device codes updated. Through the investigation it was clarified that there was not a suture break or fray involved in the event, however the suture was responsible for the tissue erosion in the eye.

Manufacturer narrative:
While it was reported an additional procedure would be required, we were not able to confirm an additional procedure took place. Per the IFU for gore-tex® suture states the following: contraindications: this device is contraindicated for use in ophthalmic surgery, microsurgery and peripheral neural tissue. Warnings: the safety and effectiveness of this suture in peripheral neural, microsurgical and ophthalmic applications has not been established.

Event description:
A physician reported to gore that a patient underwent a transscleral iol (intraocular lens) fixation using gore-tex® suture. It was reported that a breakage/fray of the gore-tex® suture occurred. The physician reported the patient will require an additional procedure.